Event description:
It was reported that the device will not display an ECG through either paddles, nor quick-combo. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the internal therapy connector and the high voltage relay. Proper device operation was then observed, through functional and performance testing. The device was returned to the customer for use.